Event description:
Inserted a g/j tube, and upon flushing the tube, noticed an overabundance of saline leaking out, called it to doctor's attention and he found a small pin hole just below the 6.5 measurement. He then removed the g/j tube and replaced with a j tube. FDA safety report ID #(B)(4).